Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013 product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) may be flipped. The flip had not been confirmed. It was noted that during a post-operative appointment the health care professional (hcp) suggested an abdominal binder to aid in pushing the charger towards the stimulator because the ins was located at angle. When the patient tried this the ¿whole disc flipped completely over upside down.¿ the patient had not been able to charge since. The patient confirmed that it was her ins that flipped. Additional information requested but had not been received as of the date of this report.